Manufacturer narrative:
Concomitant device(s): (B)(6) - equinoxe preserve stem 6mm: 6587273. (B)(6) - glenosphere, 36mm: 144304. (B)(6) - small glenoid plate: 6995981. (B)(6) - 145-deg pe 36mm hum liner +0: 7047932. (B)(6) - equinoxe reverse tray adapter plate tray +0: 7009022. (B)(6) - eq rev locking screw: 7118425. (B)(6) - eq reverse torque defining screw kit: 7146873. (B)(6) - eq rev compress screw lck cap kit, 4.5 x 22mm: s283270. (B)(6) - eq rev compress screw lck cap kit, 4.5 x 30mm: s258677. (B)(6) - eq rev compress screw lck cap kit, 4.5 x 34mm: s307891. (B)(6) - 3.2mm drill bit sterile: 6863456.

Event description:
Approximately 1 year(s), 1 month(s) and 12 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced a stiff shoulder. Patient has limited arom. The patient underwent a standard reverse revision with the removal of the humeral tray, humeral liner, and glenosphere. The outcome of this event is considered resolved and the clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.